Event description:
Medtronic received a report that a pipeline encountered resistance and failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a ruptured blood bubble aneurysm of right internal carotid artery ophthalmic artery segment with a saccular morphology. Aneurysm dimensions: max diameter 3 mm and neck diameter 2 mm. Landing zone (artery size): distal 4 mm and proximal 5 mm. The patient¿s vessel tortuosity was moderate. The access vessel was the femoral artery (diameter 10 mm). Intracranial internal carotid artery aneurysm, 6f long sheath (cook) and intermediate catheter 6f-115 were used as proximal support. Phenom was placed in the middle cerebral artery, and a blood flow diversion dense mesh stent 500-20 was deployed through it. When the blood flow diversion dense mesh stent was deployed, the delivery resistance was large, and the tip of the stent was always in a rod shape and could not be opened. After repeated attempts of retrieval, pushing, and manipulation, it still could not be opened, so the phenom catheter and the blood flow diversion dense mesh stent ped-500-20 were removed from the body. Dapt (dual antiplatelet treatment) was administered (pru level normal). Angiographic result post procedure was normal. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 228090055); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex and phenom 27 catheter were returned inside the inner pouch, biohazard bag, and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal ends were found fully opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. The catheter tip, marker and body were examined; no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip without issue. ¿ conclusion: based on the returned devices, the customer complaint report of "failure to open at the distal end" and "resistance during delivery" was not confirmed, as the braid's distal and proximal ends were found fully opened and no damage. Additionally, no damages were found with pushwire and catheter. No issue was found during catheter resistance testing. The root cause of the failure to open and resistance could not be determined. Possible causes of the failure to open include vessel tortuosity and deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate, and that the braid was not positioned in a vessel bend, which rules out these factors as potential causes. A possible cause for the resistance may be the lack of continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported they repeatedly retrieved and tried to open the pipeline, but it still could not be opened. The resistance was in the mid to far end of the catheter. The pipeline was not placed in a vessel bend when it failed to open.